Event description:
The clinician reports, that the implant was inserted (B)(6) 2019 in ada 10 of the patient's mouth. Details of surgery are reported as follows: primary stability was not achieved. On (B)(6) 2019, non-osseointegration of the implant was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: peri-implantitis and mobility. No further patient complications were reported.